Manufacturer narrative:
The information provided that the event date with the initial report was incorrect. The correct information has been included with this report. The information that provided with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
The customer reported via phone call that they were in the emergency room on (B)(6) 2020 due to low blood glucose level with a blood glucose levels of 37 mg/dl and 47 mg/dl. The customer had been experiencing low blood glucose for two weeks and treated with glucose tablets. The customer also reported stomach related issues. The customer was treated with carbohydrates, crackers and apple juices at the emergency room. Troubleshooting was performed and the drive support cap appeared normal and the customer did not believe that the insulin pump was over delivering. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.0871 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. Device had cracked case at display window corner, cracked battery tube threads, cracked case at the reservoir tube window corner, cracked reservoir tube window, cracked reservoir tube lip and a missing end cap sticker. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Customer has been experiencing low blood glucose values from (B)(6) 2020 to (B)(6) 2020 ranging from 22 mg/dl to 61 mg/dl. The device was returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in the emergency room on (B)(6) 2020 due to low blood glucose level with a blood glucose level of 37 mg/dl and 47 mg/dl. The customer's blood glucose level was 22 mg/dl at the time of the incident. The customer also reported stomach related issues. The customer was treated with carbohydrates, crackers and apple juices at the emergency room. The drive support cap appeared normal. The insulin pump will not be returned for analysis.